Event description:
A customer reported that the touchscreen of their pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer arranged with technical support to have the faulty pump replaced. In the meantime, the customer would use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. Technical support provided guidance on how to put the pump into storage mode and instructed the customer to return the malfunctioning pump with a pre-paid label within ten days, which the customer acknowledged and understood.